Event description:
Time: 11:06 am. Blood glucose (mg/dl): 424. Bolus (units): 2.55u. Time: 11:59 am. Blood glucose (mg/dl): 337 - ate 45g carbs. Bolus (units): 2.35u. Time: 2:45 pm. Blood glucose (mg/dl): 325. Bolus (units): 1.95u. The customer reported that she was nervous about her high blood glucose readings, so she took the pod off because she didn't think it was working fast enough. When she removed the pod, she noticed that the cannula was bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.